Event description:
The complainant reported the patient was on impella 5.5 support to assist in coming off cardiopulmonary bypass. While on support, there was decreasing flows on the impella so blood products were given. Additionally, the doctor wanted to perform hemi sternotomy for arterial repair of innominate artery after removal of pump. The doctor opened the pocket and dissected tissue down to graft attachment on innominate artery. Pump removed, but a tear on innominate was noted. The doctor placed their hand in the pocket and pinched the artery. Decision was made not to canulate for venoarterial extracorporeal membrane oxygenation or attempt new impella support based on prognosis with advanced therapies. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Manufacturer narrative:
The investigation for the low pump flow and vascular damage has been completed. Product was not returned. Clinical details suggest that leading up to explant, the physician's plan was to perform a hemi sternotomy to repair an artery. When explanting the pump, they did find vascular damage to the innominate artery. There is no further detail provided as to why there was suspicion of vascular damage or how it could have occurred. Product was not returned for investigation. The root cause of the vascular damage could not be determined due to lack of clinical details. Data logs were investigated, and the low pump flows were confirmed. Particularly early on in the case, pump flows are below specification for the corresponding p-level. Additionally, there were 21 suction alarms that triggered in the first 6 hours of support. For the remainder of the case, pump flows continued to be low or were variable/unstable. There were also "impella position in aorta" alarms that began to trigger at 16:11. However, this is after the report of low pump flows, and these alarms all resolved quickly. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the low pump flows was determined to most likely be patient condition.